Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, while performing cryoapplication in the right superior pulmonary vein, a transient phrenic nerve palsy occurred. Continuous phrenic nerve pacing and manual diaphragmatic palpation were properly initiated and monitored according to standard practice. When the cryoapplication was started again, the physician reported loss of diaphragmatic contraction/phrenic nerve capture and the procedure was immediately interrupted after reaching a minimum temperature of -30°c with termination at approximately 118 seconds. Transient phrenic nerve paralysis occurred for approximately 10 minutes, followed by gradual recovery of diaphragmatic motility. The phrenic nerve function gradually recovered and it was confirmed by intermittent phrenic nerve stimulation. The procedure was aborted with patient under general anesthesia. No further patient complications have been reported as a result of this event.